Manufacturer narrative:
(B)(4). Approximate age of device - 3 days. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient had elevated lactate dehydrogenase (ldh) levels of approximately 1095 u/l. Treatment with persantine and aspirin was initiated. The patient underwent a CT scan, chest x-rays, echocardiogram and thromboelastography. The patient's ldh levels ranged from approximately 500 - 1200 u/l since implant and as of (B)(6) 2016, the patient was on coumadin, aspirin at 325 mg, and persantine. Review of the submitted log file by the manufacturer's technical services representative showed a slight increase in pump power values associated with a change in speed and low flow alarms on (B)(6) 2016. It was reported the pump sounded smooth, however, there was a concern for pump thrombus. A pump exchange was performed on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A specific cause and a direct correlation between the reported hemolysis symptoms and the returned device could not be conclusively determined. The explanted pump was returned for evaluation. Examination of the proximal side of the outlet stator revealed a small tissue-like deposition adjacent to the outlet bearing ball. The deposition lacked denaturing, lacked lamination, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although the deposition did not appear to have originated in this location, its specific origin and a duration in which it was present in the pump could not be determined. Due to its size and structure, the deposition likely would not have contributed to the reported hemolysis or any other pump issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.